Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was experiencing intercostal stimulation and the health care professional (hcp) will be doing some test. However, no further testing was done. Additional information was received indicating that this right ventricular (rv) lead was abandoned surgically. No additional adverse patient effects were reported.